Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient was admitted to the emergency room (ER) for syncope. Noise was present on this right ventricular (rv) lead which was being oversensed causing loss of capture. When tested in bipolar configuration the pace impedance measurements had risen, remaining within normal range. Threshold measurements had risen as well. This patient was pacemaker dependent at that time. It was noted that this rv lead was fractured. This patient underwent a revision procedure in which this rv lead was surgically abandoned and a new rv lead was implanted, which remains in service. No additional adverse patient effects were reported.